Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and sleep current measurement and active current measurement. However, the power management tool indicated abnormal behavior of the lithium battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery alert, power loss alarm due to moisture damage on electronic assembly.

Event description:
Customer reported via phone call that insulin pump had replace battery alarm. Customer¿s blood glucose value at the time of incident was 257 mg/dl. Customer did receive a low battery alert prior to the replace battery alarm. Troubleshooting was performed for replace battery now alarm. The insulin pump will be returned for analysis.